Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left iliac vein. An 8.0mmx40mmx80cm sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured after the first inflation at 6 atmospheres for 10 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.